Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery compartment was cracked found from the top to the case seal, along the left side of the grip pad, above the grip pad, and below grip pad to the case seal. Unrelated to the battery compartment cracks, the display screen was found to have a pink contrast.